Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in the r-wave amplitudes. Defibrillation threshold (dft) testing was last performed when the r-waves were 4 millivolts (mv). The last r-wave measurement reported was 2.6 mv. The patient was to likely undergo a revision procedure in the future. Additional information was later received that the patient's system exhibited undersensing greater than 60 seconds in duration. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.